Event description:
The customer observed false nonreactive alinity I anti-hcv results on a patient diagnosed with chronic viral hepatitis c. The results provided were: initial=0.92 s/co (< 1.00 s/co=nonreactive) /repeated due to the patient questioned the results=0.93 s/co repeated on autobio platform= 1.22 s/co (reference range=0.0 to 1.0 s/co) repeated after recalibration on alinity=1.02 s/co (> or =1.0 s/co=reactive) there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of alinity I anti-hcv reagent lot 73475be01. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Review of tracking and trending for the alinity I anti-hcv assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73475be01. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications, and no false non-reactive results were obtained, indicating that the lot performs as expected. Testing included additional three replicates of positive control and one commercially available seroconversion panel (zeptometrix hcv 9045). The positive control values met specifications. The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix, since the alinity I anti-hcv and architect anti-hcv assays are equivalent. The complaint lot detected the same bleeds as reactive with comparable s/co values for the seroconversion panels compared to the historical architect results. Device history record review did not show any nonconformances, potential nonconformances or deviations associated with the likely cause list number and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hcv reagent lot 73475be01.

Event description:
The customer observed false nonreactive alinity I anti-hcv results on a patient diagnosed with chronic viral hepatitis c. The results provided were: initial=0.92 s/co (< 1.00 s/co=nonreactive) /repeated due to the patient questioned the results=0.93 s/co. Repeated on autobio platform= 1.22 s/co (reference range=0.0 to 1.0 s/co) repeated after recalibration on alinity=1.02 s/co (> or =1.0 s/co=reactive) there was no reported impact to patient management.